Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 482mg/dl. The mother stated that his blood glucose was still high when they left the hospital. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime and the insulin did exit. The caller mentioned that the device alarmed no delivery three days ago. The customer called and stated that he received a low reservoir five hours after filling his reservoir. Reviewed the alarm history and found the alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.